Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 8000 c702 module. An example was provided of an initial ammonia result of 275 umol/l. The repeat results were 75 umol/l and 77 umol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result that was believed to be correct was obtained using the same reagent. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced multiple solenoid valves as they were corroded. The investigation determined the service action resolved the issue.